Event description:
Allegedly due to a traumatic injury, implant was replaced to change length after injury.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.